Manufacturer narrative:
Customer training for the carestream drx-evolution emphasizes that the bucky and wall stand are not to be used for pt support. The "drx-evolution safety and regulatory information" instructions (document no. (B)(4)) contain the following statements: on page 1-8, "caution: the weight limit on the wall stand bucky is 23 kg (50 lb.) Do not exceed this weight on the bucky." On page 1-9, "use caution when rotating the wall stand bucky. Keep hands and other body parts away from the moving parts." "Keep the pt away from the bucky assembly when rotating the bucky, or when moving it horizontally or vertically."

Event description:
Pt was holding onto the wall stand bucky and the bucky rotated. The pt fell.